Event description:
It was reported that a post was found to be broken off the of the device while in sterile processing. No patient involvement or surgical delays were reported with this event.

Event description:
It was reported that a post was found to be broken off the of the device while in sterile processing. No patient involvement or surgical delays were reported with this event.